Manufacturer narrative:
Baxter received the device for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported problem 'failed upstream occlusion' could not be evidenced through the event history log (ehl) review, and it was not duplicated during evaluation.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed upstream occlusion. The process step and the location where the problem was found were unknown. There was no patient involvement. No additional information is available.